Manufacturer narrative:
(B)(6). Corrections: section e1: initial reporter contact details updated. Section e2: health professional ticked. Section e3: occupation selected. Method: the subject rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and analysed. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that atrovent and salbutamol were being nebulised via the subject rt380 adult dual-heated evaqua2 breathing circuit. It was also reported by the healthcare facility that the subject device was in use for 20 days, exceeding the intended maximum duration of use as outlined in the user instructions provided with the rt380 adult dual-heated evaqua2 breathing circuit. Visual inspection of the subject device observed that the collar was cracked, confirming the reported issue. Material analysis of the subject device showed evidence of environmental stress cracking, and is the result of the subject rt380 adult dual-heated evaqua2 breathing circuit being exposed to incompatible chemicals. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the rt380 adult dual-heated evaqua2 breathing circuit. Based on our knowledge of the product, the cracked collar is most likely due to environmental stress cracking caused by exposure to incompatible chemicals. The user instructions that accompanies the rt380 adult dual-heated evaqua2 breathing circuit cautions the user: - do not use beyond 14 days maximum duration of use. - visually inspect breathing sets for damage (e.g., a crushed tube or cracked connector) before use, and replace if damaged. - use usp sterile water for inhalation or equivalent humidification. Do not add other substances to the water.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that the y-piece connector of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked during patient use, causing an air leak. The healthcare facility reported that atrovent and salbutamol were being nebulised via the rt380 adult dual-heated evaqua2 breathing circuit, and that the subject device was in use for 20 days. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The subject rt380 breathing circui has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A fisher & paykel healthcare representative reported on behalf of a healthcare facility in france that the y-piece connector of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked during patient use. There were no reported patient consequences.